Event description:
During a pre-use check the ventilator had a high airway pressure alarm and indicated air gas was too low. Airway volumes fluctuated from 7.5 to 3 for expiratory minute volume. The peep potentiometer was erratic and the expiratory valve was faulty. No patient involvement or injury occurred. The expiratory valve solenoid was replaced, as well as the peep potentiometer, and the unit calibrated and tested within specifications and returned to service. This report was generated due to a service report screening.